Event description:
It was reported that the clinician found sensing issues with the right ventricular (rv) lead due to short interval counts and multiple non-sustained tachycardia episodes with electrograms (egms) that have evidence of oversensing that is annotated. The rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.